Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer post mortem from a histologist with no additional information. Further review of the manufacturer¿s database indicated the patient and died approximately eight months after device system implanted. The cause of death has been requested and will not be received.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant products: addrl1 implantable pulse generator (ipg) implanted: (B)(6) 2013; 5076-52 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.